Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose was 39 mg/dl. The customer stated that the insulin pump keep on shutting down. The customer is almost out of warranty and she said that she when she keeps changing battery the insulin pump is going blank. The customer request to have the insulin pump exchanged all together as a dissatisfaction. The customer was advised to call to let her know.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.